Event description:
It was reported by the clinician, that the patient's right ventricular (rv) lead had dislodged. The lead was later repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.